Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of a 7.3 cm in diameter abdominal aortic aneurysm approximately 17 months ago. There was mild tortuosity in the vessels. It was reported that during the one month follow up the CT demonstrated that the aneurysm has expanded to 81 mm in diameter with no technical observation observed. Three most post stent graft implant the CT demonstrated that the aneurysm was 73 mm in diameter with no technical observation observed. At the one year post stent graft implant the CT demonstrated that the aneurysm was 80 mm in diameter. There was a technical observation observed, there were no endoleaks present, however the iliac seal zones in the iliac arteries were reported as too short in length. It was reported that 13 months post stent graft implant the patient presented emergently. The patient was scheduled for a secondary intervention with placement of an extension iliac limb extending sealing zones bilaterally of the iliac arteries. However the patient prior to the secondary intervention the patient presented emergently and collapsed. The CT demonstrated that abdominal aortic aneurysm had ruptured, due to a distal type I endoleak. The physician implanted an iliac stent graft extension bilaterally and the distal type endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine. (B)(6).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, rupture), patient's condition affected effectiveness of device (disease progression). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression).